Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella rp flex device was inserted via the right percutaneous vein in a 64-year-old male patient presenting with postcardiotomy cardiogenic shock/low cardiac output syndrome (pccs/lcos). The patient had a history of known coronary artery disease and renal insufficiency. The patient¿s clinical state prior to initiation of support was identified as scai shock stage e. During support, high purge pressure and purge system blocked alarms occurred, with purge pressures in the 1050s. The rp flex was initially primed with only d5, and the first bag change to heparin did not occur until midnight in the ICU, a few hours after initiation. Despite changing the bag and cassette to 25 u/ml heparin in d5, the alarms persisted. The team contemplated using tpa, and after several hours of purge pressures between 1000¿1100 mmhg, tpa infusion was started through the purge, which brought pressures down to normal limits (roughly 600 mmhg). A contributing factor was that bicarbonate or heparin were not utilized in the initial prime. The rp flex console also alarmed with a placement signal unreliable alarm. The ps waveform was not displayed, and flow calculation was automatically disabled. Motor current was within range for the p level, and device position was verified on x-ray. The bedside team was provided with expected flow ranges for p level and motor current values to monitor, and verification was made with csc. The ICU team was instructed to reach out if motor currents rose. Subsequently, care was withdrawn and the patient expired. Tpa was utilized for the high purge pressure to mitigate the impact of biomaterial within the motor; this is an off-label use and there was no impact on the patient. The device will be conservatively reported for death; however, the death is most likely attributed to the patient¿s underlying critical clinical condition as they presented in scai shock stage e.

Manufacturer narrative:
Purge pressure high: the cause of the high purge pressure could not be determined as no product or logs were returned for evaluation. Placement signal issue: the cause of the placement signal issue could not be determined as no product or logs were returned for evaluation.